Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the impedance trend of the right ventricular (rv) lead. Ts confirmed that the shock impedance had been increasing gradually since in 2023, from 400 ohms at implant to a peak of 665 ohms in (B)(6) 2025. This increase was likely due to calcification around the lead and there was no evidence of noise. Regardless, ts recommended assessing the rv lead integrity in-clinic via provocative maneuvers and/or diagnostic imaging. Additionally, the implanted cardiac resynchronization therapy defibrillator (crt-d) was potentially exhibiting high atrial rate sensing, with an elevated power consumption rate of 134%. The high rv output could also be contributing to this elevated power usage. Potentially disabling atrial detection was suggested, if clinically appropriate. At this time. The system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.